Event description:
Device 2 of 2 . Reference MFR. Report #: 1627487-2017-06418. It was reported the patient lost therapy in both her thoracic and cervical systems due to battery depletion. The patient stopped charging the ipgs as recommended. The patient underwent surgical intervention where both ipgs were removed and was replaced with a single new one.